Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21 mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to a valve tear noted by an echo. The valve was exchanged for a magna ease. No patient consequences were reported. Patient status is unknown.

Manufacturer narrative:
Explant was reported due to a tear. The investigation at abbott found that leaflet 1 was torn and there was marked loss of collagen fibers and degenerative changes at the tear site. All three leaflets contained calcifications, which limited the mobility of the leaflets. All three leaflets were fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface of leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear and calcifications could not be conclusively determined. Calcification is a known event associated with tissue heart valves.